Event description:
Customer reported that he received a motor error alarm on his insulin pump when he was changing the reservoir. During troubleshoot; customer stated that he does not use the sensor feature and he is able to rewind the insulin pump. Customer stated that the motor error alarm has occurred three times. Blood glucose level 127 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The insulin pump motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.